Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/10/2025, a distributor reported via email that an ar-3641sp knotless 2.6 fibertak soft anchor exhibited a malfunction during a procedure on (B)(6) 2025. Specifically, the knotless mechanism ceased shortening prematurely. No patient harm was reported. Additional information was received on 07/22/2025: this malfunction occurred during a lateral extra-articular tenodesis procedure on (B)(6) 2025. The failed anchor and associated sutures were removed from the patient. The case was completed using ar-2324kbcc knotless biocomposite swivelock anchor from lot 15392605. There was no case delay, and no added anesthesia was administered. The bone quality was assessed as on the softer side. No adverse effects reported.

Manufacturer narrative:
Additional information: d2b, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.